Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not received.

Event description:
The following was reported via email sent to vad sales rep: ¿inability to aspirate blood with PICC insertion despite PICC at the cavoatrial junction (many repositioning ¿ mechanically irritating the vessel wall). Last week I removed a PICC (no blood return) in the distal svc and placed a new PICC in the other arm¿.